Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was surgically abandoned due to a conductor fracture. A new ra lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.